Manufacturer narrative:
H3 - device evaluation: the lens was returned in a micorcentrifuge vial with moisture and residue/debris on the lens. Visual inspection found the lens haptic torn with foreign material on the lens surface, specifically fiber. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced residual astigmatism and refractive surprise. Due to residual astigmatism and refractive surprise, the lens was explanted. Cause of the event was reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.